Event description:
It was reported that after blood collection the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were clotting. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 h.6. Investigation summary: bd received 39 samples for investigation. The samples were evaluated by visual examination and 5 tubes were selected for functional testing. The indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.